Event description:
As per description, the issue with the hamilton-t1 ventilator device (the patient was moved from a hamilton-g5 to a hamilton-t1 device) but the device hamilton-t1 was mentioned as not working. However, the issue could not be reproduced. The issue was solved when the breathing circuits were changed. There was no harm for the patient. No tf/te appeared in the device log files and it also passed all preoperational checks with two different circuits before the ventilation was started. There was no report of harm to patient, user or third party, nor a treatment in delay. Various medium and high priority alarms were produced during ventilation, including vt low, pressure limitation, oxygen supply failed, low oxygen, pressure limitation, oxygen supply failed, low oxygen, low minute volume, disconnection on patient side, low minute volume, high frequency, loss of external power the breathing circuit was inspected for leaks, kinks, or obstructions during ventilation, the hme filter was checked and replaced with a new. The breathing circuit was replaced. The faults could not be replicated with another backup hamilton-t1 ventilator device. No patient harm. The case is nevertheless assessed as reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
It was reported that device was unable to deliver consistent volumes while ventilating a sedated patient; consequently, ventilator replacement was required. No tf/te appeared in device logs and it also passed all pre-opp checks with two different circuits before the ventilation was started. There was no report of harm to patient, user or third party, nor a treatment in delay. Various medium and high priority alarms were produced during ventilation, including: vt low, pressure limitation, oxygen supply failed, low oxygen, pressure limitation, oxygen supply failed, low oxygen, low minute volume, disconnection on patient side, low minute volume, high frequency, loss of external power the breathing circuit was inspected for leaks, kinks, or obstructions during ventilation, the hme filter was checked and replaced with a new. The breathing circuit was replaced. The faults could not be replicated with another backup t1. Local service engineer performed full service software tests without issues. The device worked as intended and was returned to use. This case is considered closed.